Event description:
It was reported that the patient was in the clinic due to a syncopal event on (B)(6) 2025 believed to have been caused by ventricular tachycardia (vtach). The site wanted to rule out any pump involvement. Following review, it appeared that the ventricular assist device (vad) and peripheral equipment were functioning as intended. There was nothing notable in the log files on (B)(6) 2025. Treatment plan was pending. The patient was not admitted to the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1, ¿introduction¿, lists cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Chapter 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. This chapter also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.